Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip ems insert 1 broke during use. No injury occurred.

Manufacturer narrative:
Summary: the returned start-x tip ems insert 1 is actually broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1767063). Information available about technique didn't show any discrepancy from the customer (power setting lower than recommended, should however be included between 8 and 9 according to the dfu) root causes are not identified. We will track this kind of event and monitor the trend.